Event description:
It was reported that the post operation x-ray showed lead dislodgement. A decision was made not to reposition the lead due to chronic atrial fibrilation (af) and normal impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.